Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty attaching a specific cartridge, identified by lot 31178, into the ilet cartridge chamber and could not secure the luer connector, while a subsequent cartridge filled and attached without issue. Symptoms included no changes in blood glucose levels. Outcomes included no clinical impact and no medical intervention or hospitalization. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed that the issue was limited to a single cartridge fitment and luer connection, with normal function restored using another cartridge. It was concluded that the event was attributable to a device component fitment issue with one cartridge, with no patient harm.